Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during the last part of the previous therapy. The hp stated that they had powered off the hc and removed all the supplies. The technical service representative (tsr) was unable to troubleshoot the alarm and the cause of the alarm could not be determined. The tsr advised the hp to contact baxter at the time of the alarm so that they can troubleshoot the alarm. The hp was to use new supplies for their therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.